Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, patient death occurred. The 100% stenosed, 2.7x16mm target lesion was located in the right coronary artery (rca). A 2.75x16mm liberte stent was implanted resulting in 0% residual stenosis. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient was discharged, three days after the index procedure without anginal complaint or silent ischemia. The discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months. The patient experienced cardiac death that day. No further data regarding the patient death was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device no returned for analysis.